Manufacturer narrative:
Importer informed us about event on (B)(6) 2015. Device history record was checked. Device conformed to specs at time of release. The lewin bone hold clamp 7 is a comparatively small bone holding clamp and therefore not appropriate for grasping femoral head. Customer has been alerted. No information is available on the second device that broke during the procedure. Since the device was not returned, it is not known whether it was also manufactured by hebumedical (B)(4).

Event description:
As per importer report # (B)(4): forceps broke while dr. Was grasping femoral head. Dealer rep went there to pick up forceps for evaluation. Unknown if any injury, none was mentioned. (B)(6) 2013 importer spoke with dealer rep. And customer, no patient injury, no further details. Customer apparently discarded broken piece. (B)(6) 2013 importer sent email to customer. (B)(6) 2013 second request for information sent. (B)(6) 2013 customer reports the procedure was a right hip arthroplasty performed on (B)(6) 2013. The handle of another same type device broke during same patient procedure. Patient was not harmed. Maybe a minute delay. Routine x- ray taken and no parts left in patient.